Event description:
Boston scientific received information that this device and another manufacture's lead displayed pacing impedances of greater than 2000 ohms. The lead was surgically abandoned and replaced. The device was explanted and is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.